Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.

Event description:
It was reported that the side rail would not latch in the raised position due to a missing pop rivet. There were no patient involvement or adverse consequences reported.